Event description:
It was reported that during follow up, the device could not be interrogated. Patient was asymptomatic. Premature battery depletion was suspected. The device was explanted and replaced was successfully. Patient was status after the procedure. It was noted that patient did not feel a vibratory alert when device reached eri. It was undetermined if the vibratory alert had occurred or not at that time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The patient notifier was tested and found to be normal.